Event description:
Reporter reported leaking from the silicone tubing on a transfer set. There was no patient injury or medical intervention reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported condition of a leak from the silicone tubing on a transfer set. The root cause was a cut/slice/hole in the tubing. Renal product surveillance, quality engineering and plant manufacturing will continue to monitor this product line and take corrective /' preventive action as appropriate.